Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2006. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the pt presented emergently for an aaa repair. The aaa was 13cm at the time of the event. On the angiogram, the talent contralateral limb on the left side was found disconnected from the talent main body (see MFR #2953200-2010-02435). Also, the right ipsilateral limb of the main body was pulling up out of the right common iliac artery. The contralateral stump of the talent bifurcated stent graft and the talent limb were bridged with a medtronic iliac stent graft which is not approved in the united states. The right internal iliac was coiled, and the right ipsilateral side was extended down into the right external iliac. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Unk cause of disconnection between the 2 stent grafts. Eval, conclusion: unk cause of disconnection between the 2 stent grafts.